Event description:
It was reported that the handpiece was overheating during testing. There was no pt involvement or adverse consequences related to this event.

Manufacturer narrative:
The device was evaluated by the MFR and the event as reported by the customer was duplicated. Upon visual inspection, severe corrosion was observed throughout the device. Corrosion build-up causes the rotor to seize in the motor and restrict rotation. In the condition of a seized motor, the console increases current to overcome the seizure. As more current is going through the electrical components, the thermal energy is greatly increased, as it cannot be converted into mechanical energy. This excess thermal energy (heat) spreads throughout the components of the device until it reaches the surface, which is felt by the operator. Several components were replaced to repair the handpiece. The device was repaired and returned to the customer. There were no relevant non-conformances, alerts, deviations, or rework related to this confirmed failure. There were no relevant design/process changes related to this confirmed failure.